Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17048. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead had high defibrillation impedance and the patient's right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. The physician explanted the ra lead without a replacement and the rv lead was abandoned and replaced on (B)(6) 2021. The patient was stable throughout.